Event description:
Patient was undergoing diagnostic laparoscopy utilizing an ethicon endopath disposable surgical trocar, patient experienced hypotension which further deteriorated to a near cardiac arrest. A stat general surgical and internal medicine consult was called. Upon immediate surgical exploration of the abdomen a large retroperitoneal hemorrhage was discovered. Agressive fulid replacement and pharmacological intervention was begun. A vascular surgeon was summoned to the o.r. Surgery performed included: 1) exploratory laparotomy with suture ligation of the right internal iliac artery; 2) repair of tears in the right common iliac vein and left common iliac vein and inferior vena cava; 3) suture ligation of perforation of proximal transverse.device labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, none or unknown. Results of evaluation: none or unknown. Conclusion: other. Certainty of device as cause of or contributor to event: maybe. Corrective actions: none or unknown. Invalid data - on device destroyed/disposed of status.